Event description:
It was reported the pt was experiencing pain.

Manufacturer narrative:
A v40 cocr lfit head 36mm/-5, cat# 6260-9-036, lot# mhnl5h was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's death. Method - review of device history & complaint history. Review of the device history records indicate that devices were mfg and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding pain. There have been no other events for the reported lot ID. An eval of the devices cannot be performed as the device was not returned to the MFR due to hosp policy. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.